Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and the pump was cleaned with a dry cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.